Manufacturer narrative:
This follow-up report is being submitted to relay additional information.the following sections were updated/correctedupdated: g3; h2; h3; h6 no product was returned or pictures provided of the liner; visual and dimensional evaluations could not be performed.review of the device history record identified no deviations or anomalies during manufacturing related to the reported event.medical records were not provided.a definitive root cause cannot be determined.if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: item number 110010242 item name g7 osseoti 3 hole shell48mm c lot # 7075111. Item number 010001000 item name g7 screw 6.5mm x 35mm lot # 7053140. Item number 20113203 item name g7 longevity 10deg lnr32mm c lot # 64610579. Item number 00-8777-032-02 item name biolox delta option femhead, 32mm, +0mm lot # 3007576. Item number 01.00561.314 item name wagner cone 135 deg 14mm lot # 2910801. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the liner would not seat into correct size cup. Second liner was opened identical to the first that was able to seat on first try. Attempts have been made and additional information on the reported event is unavailable at this time.